Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with a samsung galaxy z fold 4 phone with and android operating system version 13. Customer was unable to access their freestyle librelink account due an "incompatible device" error message. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness, requiring treatment of glucose by a non-healthcare provider. Customer service informed the customer that their phone was not on the compatibility list and advised them to use a different phone. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified issue was reported with the adc device in use with a samsung galaxy z fold4 phone with and android operating system version 13 and app version 2.10.1.10406. Customer was unable to access their freestyle librelink account due an "incompatible device" error message. As a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness, requiring treatment of glucose by a non-healthcare provider. Customer service informed the customer that their phone was not on the compatibility list and advised them to use a different phone. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported unspecified error message being shown on app. Attempted to replicate the customer's complaint using similar configurations samsung galaxy s20 fe 5g (android 13, 2.10.1.10406) and the reported issue was unable to be replicated and the system functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.